Event description:
According to the reporter: occurred during a laparoscopic procedure. After assembling the device, it was left for a while until the surgeon was ready to use it. When he was supposed to use it, it had shut down and was impossible to activate again. The jaws were closed and could only be opened using the manual retraction tool in order to unload the devices. No patient involved.